Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).upon further investigation it has been determined that no additional follow up or investigation is required against the minicap transfer set due to product allegations against the minicap. All investigations performed relative to this event can be found in report number 1423500-2011-10239.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of a patient's cap came off and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the caregiver reported the following. On (B)(6) 2011 patient experienced peritonitis and was hospitalized on (B)(6) 2011. Treatment was not reported. The patient was not recovered. The action taken with dianeal therapy was not reported. The consumer believed the cause of peritonitis was because the patient's cap came off while the nurse was giving him a bath and the patient just placed the cap back on. The consumer did not provide an opinion on the event of patient's cap came off.